Event description:
Customer called to report damage to the insulin pump. Customer stated that there are cracks near the battery compartment. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Unit had unresponsive buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.